Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats pulmonary resection procedure, approx half way through the case, at least thirty seconds after the third vascular reload of the device was fired, the pt began losing blood. The surgeon had difficulties controlling the bleeding. A defibrillator was brought into the room and the surgeon ordered epinephrine. It is unk what methods the surgeon used to attempt to control the bleeding. The pt expired on the table. One device and three reloads will be returned by the rep. Ees associate spoke with the sales rep he indicated that the bleeding occurred on the third firing with a white reload. The bleed appeared to occur 45 secs to 1 minute after the firing; however, he had limited visibility to the procedure. User is not a new user of the device. Pt had lung cancer and was a male. Additional follow-up is underway with the risk manager.